Manufacturer narrative:
Upon observation of the certain gold-tite hexed abutment screw identified signs of wear due to usage around the shank and the threads. There was noticeable wear around the hex circumference but the hex itself does not appear to be stripped. There was presence of unconfirmed foreign/biological material around the threads and the screw hexes. The screw functioned as intended when tried with a compatible internal connection abutment and implant during functional testing. The complaint was not verifiable, as the event is referring to loosening and the exact details of the device usage were unknown and could not be replicated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
No reported issue for abutment screws. This complaint event is not a complaint. The event that was initially submitted on report MFR-0001038806-2017-00193 on may 8, 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if it were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reportedly associated with this event.

Manufacturer narrative:
No lot number was provided or known.

Event description:
The dentist reported that the abutment screw (iunihg) did not retain the abutment. Placed on (B)(6) 2016 and removed on (B)(6) 2017.